Event description:
Reporting status: death. Reporting rationale: thrombosis resulting in death. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat the mid lad. After pre-dilation in different areas, and using ivus, a cutting balloon was used in a previously placed stent. Then the promus stent was placed in the lad, but prior to deployment thrombus was observed throughout the vessel to the lm. A balloon was inflated in the lm, which was completely occluded and another catheter was used to extract the thrombus. At that time they were using a temporary pacemaker and the patient was going in and out of v fib. Another company's stent was implanted to try to open the lm. The patient was on integrilin and other code blue drugs, but the patient did not make it. The physician had a few different theories on what may have happened; angiomax failure, the catheter tip induced a dissection, or one of the devices scraped against the artery causing thrombus. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - arrhythmia, dissection, thrombosis and death are known risks of coronary stenting procedures, and are listed as potential adverse events in the promus IFU. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." It is unknown if the promus device contributed to the dissection. The arrhythmia, additional therapy, and death, may be a result of the thrombosis; however, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.